Manufacturer narrative:
A1 patient identifier: sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported that negative controls came out positive on an alinity I processing module (sn (B)(6)). The customer also reported reactive specimens alinity I anti-hbc ii. The customer provided the following data: (1.00 s/co is reactive) sample ID (B)(6) - on (B)(6)2023 initial result was 1.42 (reactive), and repeat results were 1.57 (reactive) & 0.10 (non-reactive). The specimen was then tested again obtained the following results 1.57 (reactive), 0.10 (non-reactive) & repeat on another alinity I processing module (sn: (B)(6)) was 0.10 (non-reactive). Sample ID (B)(6) - on (B)(6)2023 initial result was 1.27 (reactive), and repeat results were 1.40 (reactive) & 0.07 (non-reactive) the specimen was then tested again obtained the following results 1.40 (reactive), 0.07 (non-reactive) & repeat on another alinity I processing module (sn: (B)(6)) was 0.07 (non-reactive). Sample ID (B)(6) - on (B)(6)2023 initial result was 3.21 (reactive), and repeat result were 3.30 (reactive) & repeat on sn (B)(6) was 0.09 (non-reactive) and 0.19 (non-reactive). The customer reported that this patient was a 1-year-old. The customer reported the patients were reported negative after verification and that the discrepant result was not reported the patient¿s medical provider. There was no reported impact to patient management.

Event description:
The customer reported that negative controls came out positive on an alinity I processing module (sn ai01834). The customer also reported reactive specimens alinity I anti-hbc ii. The customer provided the following data: (= 1.00 s/co is reactive) sample ID (B)(6)- on(B)(6) 2023 initial result was 1.42 (reactive), and repeat results were 1.57 (reactive) & 0.10 (non-reactive). The specimen was then tested again obtained the following results 1.57 (reactive), 0.10 (non-reactive) & repeat on another alinity I processing module (sn: (B)(6)) was 0.10 (non-reactive). Sample ID (B)(6)- on (B)(6) 2023 initial result was 1.27 (reactive), and repeat results were 1.40 (reactive) & 0.07 (non-reactive) the specimen was then tested again obtained the following results 1.40 (reactive), 0.07 (non-reactive) & repeat on another alinity I processing module (sn: (B)(6)) was 0.07 (non-reactive). Sample ID (B)(6)- on (B)(6)2023 initial result was 3.21 (reactive), and repeat result were 3.30 (reactive) & repeat on sn (B)(6)was 0.09 (non-reactive) and 0.19 (non-reactive). The customer reported that this patient was a 1-year-old. The customer reported the patients were reported negative after verification and that the discrepant result was not reported the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The alinity I processing module processing module, serial number (B)(6)was inspected due to false reactive alinity I anti-hbc ii observed by the customer. The issue was resolved by replacing the r1 and r2 alinity pipettor probes. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this issue was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends related to the alinity pipettor probes. The product monitoring review scorecard was reviewed and found no similar issues related to the alinity system or discrepant results with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the alinity pipettor probes. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the alinity I processing module processing module, serial number (B)(6)or alinity pipettor probes was identified.